Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. There are also other technique and anatomical related factors that may contribute to pvl. The root cause of this event cannot be confirmed with the available information. The explanted valve has not been returned for evaluation.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for one (1) month, was explanted due to severe prosthetic aortic valve paravalvular insufficiency. Intraoperatively, an aortotomy was made above the previous right coronary anastomosis. After inspection of the valve, it was noted that there was a large gap in the region of the noncoronary sinus. The explanted device was replaced with another edwards valve without complications. The patient tolerated the procedure well.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of paravalvular insufficiency could not be confirmed through visual examination. As received, all three leaflets had cut sections of approximately 9mmx2mm each. The cuts had straight and even edges; the leaflet fragments were not returned. X-ray demonstrated wireform intact. The wireform was exposed on commissure 1. Two pledgets and what appeared to be a native tissue fragment were returned with the valve. A definitive root cause cannot be determined. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.